Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported that the device doesn't cut. The event timing was during surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record identified the following related repair: tech confirmed the unit would not cut because the motor's speed was low. Tech replaced the motor and motor sleeve. The unit was calibrated, tested, and returned to the customer. Lot identification is necessary for review of device history records, and lot identification is not available. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.